Event description:
It was reported that: the cg+ PICC was inserted into the clinical trial patient on (B)(6) 2023, and there were reports of redness and swelling around the insertion site. The patient also complained of swelling pain in the upper arm. Chemotherapeutics were being administered until (B)(6) 2023 when the catheter was removed. Upon withdrawal, the nurse observed that the midpiece of the catheter, which was inside the vessel, had expanded. The symptoms disappeared after the catheter was removed.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn# (B)(4). The report of a bulging catheter body was confirmed through complaint investigation of the returned sample. The customer provided one image showing the catheter body which revealed that one portion of the extrusion was narrower than the other. Yellow discoloration was also visible on the narrower section. The customer returned one, single-lumen PICC for analysis. Signs-of-use in the form of biological material was observed on the sample. Visual analysis revealed that the catheter body was slightly bulged from approximately the 12cm marking to the distal tip. Microscopic examination confirmed the damage and revealed that the catheter markings on the wider section of the catheter body were raised. The catheter markings on the more-narrow section appeared normal. The start of the bulge measured 12cm via calibrated ruler from the juncture hub and continue to the distal tip. The catheter body length measured 21 3/4" via calibrated ruler, which was not within the specification limits of 19 5/8"-20 1/8" per the coated catheter product drawing. This indicated that the bulging of the diameter of the catheter body also resulted in lengthening of the body. The catheter body outer diameter at an unaffected section measured 0.060" via calibrated caliper, which was within the specification limits of 0.058"-0.061" per the catheter extrusion product drawing. The catheter body outer diameter on the bulging section measured 0.0665" via calibrated caliper, which was not within the specification limits of 0.058"-0.061" per the catheter extrusion product drawing. Functional inspection was performed per IFU statement, "thread catheter over guidewire and advance catheter over guidewire to final indwelling position using image guidance or fluoroscopy". A lab inventory guide wire with a diameter of 0.018" was inserted through the distal tip. The guide wire was able to pass with little to no issue. This indicated that no blockage or occlusion of the catheter was present. The catheter body was flushed with a lab inventory syringe as per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". No blockages or resistance was encountered as the catheter flushed as intended. The returned catheter was inserted through a lab inventory sheath of the same type packaged within the reported finished good. No portion of the catheter body was able to pass. As the customer reported that the catheter was in use (and thus was able to be inserted), it can be concluded that the reported defect occurred after the catheter was inserted. The customer was contacted, and it was communicated that etoposide was infused at 4.166ml/hr for 24 hours before ballooning was observed. R & d unit confirmed that catheters of this type can react to infusates (including etoposide) during extended use. It was noted that etoposide contains ethanol which is a form of alcohol which can affect polyurethane mechanically. For chemotherapy treatments, high doses of etoposide are administered without any dilution and over extended timeframes which can result in material degradation. The combination of these factors likely contributed to the observed ballooning. The IFU provided with the kit, informs the user, "alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin". The IFU also states, "take care when infusing drugs with a high concentration of alcohol". Despite the damage, the catheter met all relevant functional requirements, and a device history record review did not reveal any relevant findings to suggest a manufacturing issue. Feedback from engineering unit revealed that the interaction of this catheter and certain infusates (including etoposide) can result in degradation of the catheter body, which can lead in the observed defect. Based on the customer report that the damage was observed after 24 hours of use and the appearance of the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the cg+ PICC was inserted into the clinical trial patient on (B)(6), and there were reports of redness and swelling around the insertion site. The patient also complained of swelling pain in the upper arm. Chemotherapeutics were being administered until (B)(6) when the catheter was removed. Upon withdrawal, the nurse observed that the midpiece of the catheter, which was inside the vessel, had expanded. The symptoms disappeared after the catheter was removed.